Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose of 518 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. Customer declined to check for air bubbles, leaks or the settings. The cannula was slightly bent. The insulin pump passed the selftest and the customer was unable to perform the high pressure test. The customer changed the set prior to calling and during the call and treated with a bolus.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.